Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, one of the tips broke off of the bag. The disengaged components were retrieved. No patient injury.